Event description:
It was reported that high pacing lead impedance was observed. The lead will be explanted.

Manufacturer narrative:
No medwatch form was received.

Event description:
This case was reported by a consumer via FDA medwatch program (B)(4) and described the occurrence of neuropathy in a pt who received super poligrip denture adhesive cream (formulation unk) for denture adhesion. Co-suspect medication included fixodent and sea bond denture adhesive. In 1999, the pt started using super poligrip (dental), fixodent (dental) and sea bond (dental) daily. At an unk time after starting super poligrip, fixodent and sea bond, the pt experienced numbness and tingling of extremities. The pt was diagnosed with neuropathy. This case was assessed as medically serious by gsk. The regulatory authority considered the events to be disabling. The pt was told that they had been exposed to some sort of toxin that caused nerve damage in legs. Super poligrip, fixodent and sea bond were discontinued. At the time of reporting the events were unresolved. The manufacturer report number for this case is 9681138-2009-00063. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available.